Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the rep that the hp052 handipeces emit a constant tone. No further info on this case was recorded. There was no consequence to the pt.